Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 1.2mmx15mmx142cm coyote balloon catheter was advanced for dilation. However, during advancing, a pinhole was noted on the balloon and it was unable to inflate. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good.